Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and abortion of ectopic pregnancy ('abortion of ectopic pregnancy/termination') in a 25-year-old female patient who had essure (batch no. B34600) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / failure to occlude fallopian tube". The patient's medical history included menses irregular, bleeding breakthrough, amenorrhea and dysfunctional uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced headache ("headaches") and migraine ("migraine"). In 2018, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and irregular bleeding"), vision blurred ("blurred vision"), nausea ("nausea"), pelvic pain ("pain"), abdominal pain lower ("lower abdominal pain"), back pain ("back pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (removed essure in 2014 (left coil was removed, but the right coil is still in place and removed essure in 2014 (left coil was removed, but the right coil is still in place)). At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, genital haemorrhage, vision blurred, nausea, headache, vaginal haemorrhage, heavy menstrual bleeding, migraine, pelvic pain, abdominal pain lower, back pain and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain lower, abortion of ectopic pregnancy, back pain, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, genital haemorrhage, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: she had another pregnancy (B)(6). Discrepant information - left coil was removed, but the right coil is still in place. However, year of removal mentioned as 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (right tubal occlusion). Left essure in aberrant position. Contrast opacification of the left fallopian tube.; on (B)(6) 2014: left essure in aberrant position. Contrast opacification of the left fallopian tube. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: headache, abnormal bleeding, blurry vision, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2022: no new information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and abortion of ectopic pregnancy ('abortion of ectopic pregnancy/termination') in a 25-year-old female patient who had essure (batch no. B34600) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / failure to occlude fallopian tube". The patient's medical history included menses irregular, bleeding breakthrough, amenorrhea and dysfunctional uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced headache ("headaches") and migraine ("migraine"). In 2018, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and irregular bleeding"), vision blurred ("blurred vision"), nausea ("nausea"), pelvic pain ("pain"), abdominal pain lower ("lower abdominal pain"), back pain ("back pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (removed essure in 2014 (left coil was removed, but the right coil is still in place and removed essure in 2014 (left coil was removed, but the right coil is still in place)). At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, genital haemorrhage, vision blurred, nausea, headache, vaginal haemorrhage, heavy menstrual bleeding, migraine, pelvic pain, abdominal pain lower, back pain and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain lower, abortion of ectopic pregnancy, back pain, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, genital haemorrhage, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: she had another pregnancy (B)(4) discrepant information - left coil was removed, but the right coil is still in place. However, year of removal mentioned as 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (right tubal occlusion). Left essure in aberrant position.contrast opacification of the left fallopian tube.; on (B)(6) 2014: left essure in aberrant position. Contrast opacification of the left fallopian tube. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: headache, abnormal bleeding, blurry vision. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-jan-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), abortion of ectopic pregnancy ("abortion of ectopic pregnancy/termination") and genital haemorrhage ("heavy and irregular bleeding") in a 25-year-old female patient who had essure (batch no. B34600) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / failure to occlude fallopian tube". The patient's medical history included menses irregular, bleeding breakthrough, amenorrhea and dysfunctional uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced headache ("headaches") and migraine ("migraine"). In 2018, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vision blurred ("blurred vision"), nausea ("nausea"), pelvic pain ("pain"), abdominal pain lower ("lower abdominal pain"), back pain ("back pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (removed essure in 2014 (left coil was removed, but the right coil is still in place and removed essure in 2014 (left coil was removed, but the right coil is still in place)). At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, genital haemorrhage, vision blurred, nausea, headache, vaginal haemorrhage, menorrhagia, migraine, pelvic pain, abdominal pain lower, back pain and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain lower, abortion of ectopic pregnancy, back pain, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: she had another pregnancy 2- 019-047902 discrepant information - left coil was removed, but the right coil is still in place. However, year of removal mentioned as 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (right tubal occlusion). Left essure in aberrant position.contrast opacification of the left fallopian tube.; on (B)(6) 2014: left essure in aberrant position. Contrast opacification of the left fallopian tube. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: headache, abnormal bleeding, blurry vision, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), abortion of ectopic pregnancy ("abortion of ectopic pregnancy/termination") and genital haemorrhage ("heavy and irregular bleeding") in a (B)(6) year-old female patient who had essure (batch no. B34600) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude fallopian tube". The patient's medical history included menses irregular, bleeding breakthrough, amenorrhea and dysfunctional uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced headache ("headaches") and migraine ("migraine"). In 2018, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vision blurred ("blurred vision"), nausea ("nausea"), pelvic pain ("pain"), abdominal pain lower ("lower abdominal pain"), back pain ("back pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (removed essure in 2014 (left coil was removed, but the right coil is still in place and removed essure in 2014 (left coil was removed, but the right coil is still in place)). At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, genital haemorrhage, vision blurred, nausea, headache, vaginal haemorrhage, menorrhagia, migraine, pelvic pain, abdominal pain lower, back pain and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain lower, abortion of ectopic pregnancy, back pain, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: she had another pregnancy (B)(4). Discrepant information - left coil was removed, but the right coil is still in place. However, year of removal mentioned as 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (right tubal occlusion). Left essure in aberrant position. Contrast opacification of the left fallopian tube. On (B)(6) 2014: left essure in aberrant position. Contrast opacification of the left fallopian tube. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: headache, abnormal bleeding, blurry vision. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2019: pfs and mr received : essure details added. Lot no. Was added. New events, " ectopic pregnancy, abortion of ectopic pregnancy, device ineffective, vaginal haemorrhage, menorrhagia, migraine, pain, abdominal pain lower, dysmenorrhea (cramping), back pain, failure to occlude (close) fallopian tubes" were added. Reporter information and new reporter was added. Patient information was added. Patient's demographics were added. Product information was added. Medical history was added. Concomitant drug was added. Lab data was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.